Event description:
It was reported that the pt underwent a cervical procedure at c4-c7 using anterior fixation. It was found that the screw backed out about 2mm at right c4 approx five months post op. The pt was asymptomatic. No revision is planned at this time.

Manufacturer narrative:
(B) (4). Neither device nor film of applicable imaging studies were returned to the MFR for eval. We are unable to determine the cause of the event. This part is not approved for use in the united states; however, a like device catalog # 876-313, 510k # k970806 was cleared in the united states.